Event description:
It was reported that this pacemaker was exhibited loss of capture (loc). Technical services (ts) was consulted and explained there were t waves after each ventricular pacing. The device remain in service. No adverse patient effects were reported.